Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the suture had been used to treat a knife wound on the wrist, a skin test was being done on the patient prior to an injection of tetanus antitoxin. However, the patient suddenly bled from the wound and had stated that it was painful. Upon checking, it was found that the sutures had broken causing the wound to dehisce and bleed. The wound was sutured again and bandaged.